Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). Internal/external inspection was performed and the device passed. The homechoice device received a returned instrument testing evaluation (rite). The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.